Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ht70 plus ventilator had a "date has reset, replace coin battery" warning message. There was no patient involvement.